Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8 mm maryland bipolar forceps instrument had an unknown failure. There were no reports of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8 mm maryland bipolar forceps instrument had a damaged cable. There were no reports of fragment(s) falling into the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The instrument has been returned to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.